Event description:
The customer contacted heartsine to report that their device cannot be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device cannot be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A service representative performed evaluation of the customer¿s device and was observed that the device would not power on along with no status indicator. This was attributed to a bent +ve pogo-pin. This had resulted in no electrical contact between the +ve pogo pin and the pad-pak. The fault could not be replicated after replacing the pogo pin. Heartsine records indicate the device performed to specification throughout sam 350p final unit test, h032-014-004, on the 21st february 2020, indicating no fault on the pogo pins at this time. Information from the history log indicates that the device had performed successful weekly auto self-tests from installation up to the (B)(6) 2024 logging consistent voltages during this time. There were no further log entries until the (B)(6) 2024. The device then began to record incomplete log entries from the (B)(6) 2024 during manual power cycles, which would be indicative of poor electrical connection. These occurred approximately two months after the returned pad-pak was released from heartsine (12th june 2024). This would suggest the pogo pin had been damaged during incorrect installation of this new pad-pak. However, there was no additional physical damage to the AED or pad-pak to confirm this. The customer's device will be scrapped. The customer will receive a replacement device.